Manufacturer narrative:
Block h6: medical device problem code a0406 for the reportable issue of multiple knots in ligator thread. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was secured, and the slack was taken up correctly. The ligator head was returned with all the bands attached and some of them were moved out of their original positions and were overlapped. One band was observed damaged. The suture thread was cut, likely to remove the device from the endoscope. One part was attached to the distal trip wire loop and had five knots and the other part was attached to the ligator head and had 2 knots. Microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was not confirmed. The suture thread presented with seven knots and no extra knots were observed. Upon analysis, the bands were moved from their original positions indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in damage to the bands and deployment failure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2021. During the procedure, it was noted that the device had an extra loop at the distal end after attachment. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd)procedure performed on (B)(6) 2021. During the procedure, it was noted that the device had an extra loop at the distal end after attachment. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.